Event description:
Reporter indicated a vns dell x5 computer with version 8.1 software was not able to have the screen brightness adjusted or have the computer calibrated since it was upgraded with the new 8.1 version software on (B)(6) 2012. The icons are now either missing on the screen or when seen do not function. Performing a hard reset did not resolve the issue. Attempts for further information are in progress.

Manufacturer narrative:
Describe event or problem, corrected data: the event was incorrectly reported as a malfunction. The event is expected behavior with the version 8.1 software, and is not a malfunction.

Event description:
As part of the manufacturer's version 8.1 software upgrade, the button on the computer user preferences screen is no longer present, and the user cannot adjust the screen brightness from the touch screen. The user is able to adjust the brightness with the buttons on the computer. This button was intentionally removed with v8.1 software as the manufacturer does not want the user navigating outside of the vns software program into the windows environment. The event was reported incorrectly as a malfunction. No malfunction occurred.